Event description:
As reported, during a transurethral lithotomy (tul) procedure in the urinary tract, the handle from an ngage nitinol stone extractor could not actuate the basket and became "stiff" during the operation. The device was tested prior to use in an uncoiled position and was inspected to ensure there was no damage to the device. A laser was not used while the basket was used. An olympus scope was used during the procedure. The patient's anatomy did not keep the basket from opening or closing. The device did not separate. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter street: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event description: as reported, during a transurethral lithotomy (tul) procedure in the urinary tract, the handle from an ngage nitinol stone extractor could not actuate the basket and became "stiff" during the operation. The device was tested prior to use in an uncoiled position and was inspected to ensure there was no damage to the device. A laser was not used while the basket was used. An olympus scope was used during the procedure. The patient's anatomy did not keep the basket from opening or closing. The device did not separate. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device returned to cook for evaluation in open packaging. The support sheath was separated approximately 2.8cm from mlla (male luer lock adapter). The handle actuated the basket formation, with a slight popping sensation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search found four complaints had been reported for this lot. This complaint did not have a failure mode related to any of the other complaints from the lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the observed damage could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.